Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the patient presented to the clinic for evaluation of a hematoma and inflammation. A revision procedure was performed two days later. During the surgical debridement of the pocket, the suture around the right ventricular (rv) lead was noted to be displaced and the lead was not secure, subsequently the existing rv lead was explanted. At the time of the initial rv lead explant, the patient had underlying sinus rhythm. A new venous access was established and the physician proceeded with placing a new rv lead. During lead placement, the patient developed ventricular standstill requiring temporary pacing from the new rv lead, which was not yet fixated. A temporary pacing wire was placed via the right groin to establish secure temp pacing. The new rv lead was successfully placed and secured with the existing device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection revealed that the suture sleeve remained tied-down on lead body at 25.5 to 27.5 cm from is-1 pin. Analysis noted that the suture sleeve appeared to be anchored down well, and they were unable to move it. No other suture or suture sleeve was observed on the lead body. Analysis was unable to confirm the allegation from the field. However, during standard lead testing, the helix mechanism would not retract, which was attributed to dried blood in the helix mechanism. This issue is not related to the field allegation.